Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, peri-implantitis, pain, swelling, fistula, inflammation, mobility ((B)(6) same patient).